Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a bifurcation procedure of the mildly calcified, mildly tortuous, 90% stenosed, mid left anterior descending (lad) artery the 2.75 x 33 mm xience xpedition stent was implanted in the main vessel. The versaturn guide wire was pulled back and while advancing the wire through the stent struts to the branch vessel the distal coils caught in the strut; the wire stretched and separated into two pieces. Surgical intervention was performed to remove the guide wire fragment. The patient had coronary artery bypass grafting to complete the procedure. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). This device was not implanted. Visual inspections were performed on the returned device. The reported separation and stretched coils were confirmed although difficult to position was unable to be confirmed due to the condition of the device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties and treatments appear to be related to circumstances of the procedure and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.